Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the common femoral artery using the pre-close technique via a 9f sheath hole prior to a abdominal aortic aneurysm intervention procedure. Reportedly, although the first two steps were completed properly, the suture was not present when the plunger was removed in step 3. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9 - device available for evaluation updated from yes to: no.

Manufacturer narrative:
D4: lot number updated from 3052441 to 3032841. D9/h3: subsequent to filing the initial reports, the device was received for analysis. H6: component code 4755 removed; 3088, 562, 1028, 3126 added. H6: type of investigation code 4115 removed; 10 added. Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.